Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.

Event description:
It was reported that there has been multiple failures in the past 2 weeks of use. No add'l info is available. No adverse event reported.